Manufacturer narrative:
Bottom housing, soft cannula, and formed needle were inspected for any manufacturing deficiencies that could cause skin irritation and no issues were found. The cause of the reported skin irritation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that after wearing the pod on the arm between 36 and 48 hours, the site was inflamed. The patient visited the doctor's office who prescribed a cortisone cream to treat the affected area. The patient's blood glucose (bg) levels were 290 at the time.